Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and ngen generator and the patient experienced pericardial effusion and possible fistula that required surgical intervention. A patient underwent a radiofrequency ablation for persistent atrial fibrillation with thermocool smart touch catheter. The patient returned to hospital with pericardial effusion and a possible fistula. The patient underwent surgery and was reported to be in stable condition.

Manufacturer narrative:
E1 (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports. 1) manufacturer report number 2029046-2024-01758 for the thermocool smarttouch (this current report). 2) manufacturer report number 2029046-2024-01759 for the ngen generator.

Manufacturer narrative:
Additional information was received on 4-jun-2024. Transseptal puncture was performed with an abbott brk 1 needle. An esophageal temperature probe was used to prevent esophageal injury. Flow settings during the procedure were >30w 15ml/min and <30w 8ml/min. Power control mode temperature cut off 40°c. Force vector and visitag module was used with tag size 3, target 350 ablation index posterior and 450 anterior, 3mm, 3sec, 25% and 3 g. There was no steam pop. The perforation location remains unknown. The patient required extended hospitalization due to surgery. The outcome of the adverse event was death. The generator used was a smartablate and not an ngen as previously reported. Therefore, manufacture report number 2029046-2024-01759, related report (B)(4) for the ngen no longer applies. Section b2 and h6 have been updated to reflect the additional information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 18-jul-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31259872l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).